Event description:
It is reported that the device was used in surgery in 2005. The drill guide had too much sideways toggle to be accurate while drilling the proximal anterior tibia for final morse taper lock down. Screws were inserted cross-threaded and the nail separated. Revision surgery was performed 5 days late.